Event description:
It was reported that during a lap hemicolectomy procedure, the staple line was incomplete. The site sewed the open area closed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.